Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One red translucent infusion sleeve was returned in a plastic bag with a reply card. Visual inspection confirmed the shaft of the infusion sleeve was consistent with damaged observed when the infusion sleeve is pierced by the phaco tip. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. No further investigation or manufacturing actions are warranted at this time as user handling is suspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the hole at the base of the pink sleeve during cataract with intraocular lens implantation surgery. The surgery was completed after replacing the sleeve with another one. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).